Event description:
It was reported that: "position of pillow under patient was changed from right side to left. After position change, cuff leak heard around tube, and patient not receiving tidal volumes from ventilator. Patient bagged with no desaturations noted. Respiratory care and lopez md called to bedside for tube exchange. Tube exchange performed by attending md. Examination of old endotracheal tube showing leak from y-site intersection where air enters cuff. No harm to the patient has been reported."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-22216 et tube, preformed cuffed oral, 8.0 for investigation. The returned et tube was found to have a hole in its inflation line near where the inflation line enters the tube. The hole would prevent the balloon cuff from being able to stay inflated. A device history record review could not be conducted since the lot number was not provided and no potential lot number could be found. A review of the manufacturing process confirmed that all et tubes undergo 100% inspection for inflation and deflation, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure. A device history record review was performed, and no relevant findings were identified. Based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "position of pillow under patient was changed from right side to left. After position change, cuff leak heard around tube, and patient not receiving tidal volumes from ventilator. Patient bagged with no desaturations noted. Respiratory care and lopez md called to bedside for tube exchange. Tube exchange performed by attending md. Examination of old endotracheal tube showing leak from y-site intersection where air enters cuff. No harm to the patient has been reported.".